Manufacturer narrative:
The last calibration performed on (B)(6)2023 was acceptable. A quality control level from a non-roche control was rejected on the date of the event. The investigation determined the service actions performed resolved the issue.

Event description:
The initial reporter stated they received questionable results for an unspecified number of patient samples tested with the ca2 (calcium gen. 2) assay on a cobas 8000 c 701 module. The reporter also mentioned quality control issues. The customer then repeated 1500 patient samples and issued approximately 20 amended reports. Data was provided for 20 patient samples and of these, 4 had questionable test results. Patient 1: the sample initially resulted in a ca2 value of 12.4 mg/dl and repeated as 9.6 mg/dl. Patient 2: the sample initially resulted in a ca2 value of 7.3 mg/dl and repeated as 9.4 mg/dl. Patient 3: the sample initially resulted in a ca2 value of 8.3 mg/dl and repeated as 10.5 mg/dl. Patient 4: on (b)6) 2023, the sample initially resulted in a ca2 value of 12 mg/dl and repeated as 9.9 mg/dl. The initial questionable results were reported outside of the laboratory and amended reports were issued. The reagent lot and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the instrument and found a sample probe not properly washing. He replaced the sample probe and performed adjustments, checked the rinse levels, and rinse nozzles. The customer ran quality controls successfully. The investigation is ongoing.